Manufacturer narrative:
Product event summary: it was reported that the battery is not completely charging. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that the battery was unable to charge. Internal inspection of the battery revealed that a wire that connects from the printed circuit board (pcb) to a cell pair was found disconnected from the board. The most likely root cause of the reported event can be attributed to a soldering defect during the assembly of the unit, resulting in a marginally connected wire to the printed circuit board. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery would not completely charge anymore and would only display three green light emitting diode (led) lights. The battery was exchanged. No patient complications have been reported as a result of this event.